Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The device was used in treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pump did not stop illuminating all the lighting pilots and did not work. This happened during treatment and no harm or injury reported.